Event description:
While treating a patient with the infant flow system, the operator stated that a higher than expected flow rate was necessary to create the desired CPAP pressure. As far as it could be determined, the patient was not compromised.